Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. It was reported that the patient was seen again on (B)(6) 2017, and the incision was healing nicely. There were no signs of infection, but the hcp had not gotten pathology results yet to confirm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding the patient's implanted infusion pump containing morphine (5mg/ml at 0.8992mg/day). The indication for use was spinal pain. The patient's weight and medical history were asked but unknown. It was reported that the patient's pump pocket was examined about two weeks ago, and was found to be swollen and full of serous fluid. It was unknown when the pocked filled with fluid. There was concern that there could have been signs of infection, which could have resulted in a full system explant. The pocket was drained, and surgery was scheduled for (B)(6) 2017, when the pocket was drained again and was then opened up. The pump pocket was cleaned and irrigated, the pump was cleaned, and the doctor ensured that the system was not compromised. The pump connector was replaced, and the patient's intrathecal therapy resumed. The issue was considered resolved at the time of report, and the patient's status was alive - no injury. There were no known environmental, external, or patient factors that may have caused or contributed to the issue. No further complications were reported or anticipated.